Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The outer shaft and inner shaft were microscopically examined. There are numerous hypotube and shaft kinks. The tip is damaged. The shaft is buckled in numerous locations. Functional testing using an inflation device was used to inflate the balloon to the rated burst pressure. The balloon was then deflated slowly. The severe buckling and kinks are indicative of a slow or failed deflation. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon failed to deflate. Vascular access was obtained via the femoral artery. The 85% stenosed, 18x2.4mm, eccentric, de novo, with a >45 and <90 degree bend target lesion was located in the moderately calcified left anterior descending artery. Following pre-dilation, a 2.50mm x 15mm nc emerge® balloon catheter was advanced for dilation. However, during the procedure, it was noticed that the balloon was unable to deflate. The device was removed from the patient's body. The procedure was completed with different device. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon failed to deflate. Vascular access was obtained via the femoral artery. The 85% stenosed, 18x2.4mm, eccentric, de novo, with a >45 and <90 degree bend target lesion was located in the moderately calcified left anterior descending artery. Following pre-dilation, a 2.50mm x 15mm nc emerge® balloon catheter was advanced for dilation. However, during the procedure, it was noticed that the balloon was unable to deflate. The device was removed from the patient's body. The procedure was completed with different device. No patient complications were reported and the patient¿s status was stable.